Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that smoke and spark came out from ics then ics shut down. There is no patient injury reported.

Manufacturer narrative:
The dvd drive and sata cables including photos were submitted for investigation. Visual inspection verified the issue of a burned dvd driver. The burn signature was consistent with a previous issue, for which a supplier investigation was performed. The supplier investigation indicated that the issue is consistent with inadequate contact force between the sata power cable in devices manufactured prior to september 2011. Since then, the supplier has improved the contact force of the sata cable with the dvd driver. The cited device predates the supplier change. Since the supplier change, there have been no further reports of this issue outside the serial number date range provided. The risk management report was reviewed and there are no new or revised risks. The risk of fire is minimized where our device meets iec 60950-1. The risk of ignition and the spread of flame, both within the equipment and to the outside is reduced by the appropriate use of flame retardant materials and components and by suitable construction.

Event description:
Please refer to the initial report.